Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on apr 19, 2021. G3 (date received manufacturer) in the initial report was april 12, 2021, not february 18, 2021. Also, the d4 (lot number) of the subject device was "kr107589", not "kr108802". The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the probe was found to be broken off at 16mm from its tip. - the broken piece of the probe tip was not returned. - there was a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it. - the broken surface of the probe was checked. It indicated the probe had cracked from the contact mark then broken off. - the proximal side of the tissue pad was worn away. - there was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The device history record of olympus surgical technologies america (osta) for the lot indicated no anomaly with the event-related items below. - inspection however based on the physical investigation result, the exact cause of the event couldn¿t be exclusively identified. From the past investigation results, it is likely the probe broken and worn of the tissue pad occurred by the following mechanism: 1. ¿seal & cut¿ output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad came in contact with the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added some load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed pharmacist of the user facility that during a myomectomy procedure using the subject device, the tip of the scissor broke, a few minutes after the ultrasonic function is used. The fragment broke of the subject device off inside of the patient and retrieved from the patient. The intended procedure was completed with another device. The user facility was surprised by the premature breakage of the tips in this situation. There was no report of patient injury associated with the event.